Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the secondary IV tubing set separated near the connection to the primary IV set when back flushing the secondary set during priming. There was no patient impact.